Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. Unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date - estimated. The devices were not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers was not provided. The reported patient effect of stroke/cerebrovascular accident is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature: finding the unknown: decrease in left atrial appendage velocity as a surrogate marker of successful mitraclip implantation in patients with and without atrial fibrillation.

Event description:
This is filed to capture the patient stroke. It was reported through a research article, that stroke occurred one month post mitraclip procedure and may be related to the implanted mitraclip. Details are listed in the attached article, finding the unknown: decrease in left atrial appendage velocity as a surrogate marker of successful mitraclip implantation in patients with and without atrial fibrillation. Please see article for additional information.